Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 23 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 16 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 23 malfunction events in which the device reportedly overheated. - 14 events had no patient involvement; no patient impact. - 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 23 events were reported for this quarter. Product return status 2 devices were received. 16 devices were evaluated based on historical data analysis. 5 device investigation types have not yet been determined. Additional information 23 devices were not labeled for single-use. 23 devices were not reprocessed or reused.

Event description:
This report summarizes 23 malfunction events in which the device reportedly overheated. - 12 events had no patient involvement; no patient impact. - 9 events had patient involvement; no patient impact. - 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 23 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 16 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 23 malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact. 1 event had insufficient information received.